Event description:
Reporter stated that clinician reported one incident in which tubing leaked from an unk location with use of unk solution during priming. It was confirmed that there was no pt injury/staff exposure.